Event description:
On (B)(6) 2006, a small type ii endoleak was noted with no aneurysm growth. On (B)(6) 2007, the endoleak persisted with no aneurysm growth. On (B)(6) 2007, the type ii endoleak persisted with no aneurysm growth. On (B)(6) 2008, the type ii endoleak persisted and the aneurysm grew in size from 5.6 cm to 6.3 cm. On (B)(6) 2009, the type ii endoleak persisted and the aneurysm grew to 6.6 cm. On (B)(6) 2009, the type ii endoleak persisted and the aneurysm sac grew to 7.2 cm. In (B)(6) 2009, the patient's care was transferred to another physician.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Please note additional devices implanted: (B)(4) and (B)(4).